Event description:
During a remote follow-up, high defibrillation impedance due to suspected lead damage was observed on the device. Technical support was contacted and the device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored.